Event description:
A surgeon reported that a pt experienced decreased visual acuity and photophobia three years following intraocular (iol) implantation. Glistenings were observed during examination. The association between these observations and the intraocular lens is not known.

Event description:
The surgeon reported the symptoms have not resolved.